Manufacturer narrative:
The device was received for evaluation with an open pouch and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported condition was verified during visual and functional testing. The cause of the leak was determined to be a small hole in the cassette sheeting. The cause of the hole could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. The location of the leak was not provided. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.